Event description:
Fluctuating blood glucose levels, cardialgia [blood glucose fluctuation]. Cardialgia [angina pectoris]. Case description: this spontaneous case from another country was reported by a pharmacist as "fluctuating blood glucose levels, cardialgia" and concerns a female patient treated with novopen 3 (device therapy) from and to unknown dates for device therapy. Medical history included diabetes mellitus. In 2007, the patient was hospitalized. During use of novopen 3 she experienced fluctuating blood glucose levels and cardialgia. The pen did not deliver. On seventeen days later, the patient was discharged from hospital. Form d received back from the treating hospital with the statement that no adverse event was found. Analysis result: product: novopen 3, lot no: pscb685. Device conclusion: visual and functional examinations were performed. The piston rod washer has broken off. This may cause dripping after injection. An internal pen part (nut cap) has come loose. The push-button operates locks in a certain position. It is not possible to perform a dosage accuracy test of the pen. Outcome was not reported. Reporter's causality: possible. Novo nordisk's causality: reportable. Comment: reporter's alternative aetiology: not reported.